Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported when withdrawing, the guidewire became stuck during procedure. Tissue was observed on the tip of the guidewire. They were able to remove the catheter and replaced it with a new one. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction to initial MDR in blocks h6 patient codes. When the catheter was first received at boston scientific's post market laboratory the device was first visually inspected, and it was confirmed that the original guidewire was still inside the catheter and there was tissue present trapped between the tip of the catheter and guidewire. The guidewire was ultimately able to be removed, and a new guidewire was inserted without issue. Based on the presence of the tissue the most likely cause was determined to be that unintended use error caused or contributed to the event as the label includes warnings to be careful about deploying and maneuvering the catheter near patient anatomy in order to prevent tissue being captured by the guidewire or catheter. The tissue damage is considered a known inherent risk of the catheter as it is called out in the device's instructions for use.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported when withdrawing, the guidewire became stuck during procedure. Tissue was observed on the tip of the guidewire. They were able to remove the catheter and replaced it with a new one. The procedure was completed successfully without patient complications. The device has been received for analysis.